Event description:
Contact stated that the meter is dead. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The contact was asked to return the meter for further evaluation and a replacement was provided. The contact was invited to call 24/7.